Manufacturer narrative:
The console was returned (to japan) for evaluation. A visual inspection was performed and there was no abnormal appearance. The phenomenon that the touch panel did not respond was not reproduced. The position of the touch panel and the calibration have shifted or returned due to some reason, and it is assumed that they are operating normally now. The cause of the reported event could not be determined at this time as the investigation is ongoing.

Event description:
The manufacturer was informed that during the middle of a procedure, the touch screen panel at the front of the multidebrider power console worked intermittently. The procedure was completed using the same equipment. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation summary for MDR. A DHR review was performed for the finished device with no abnormalities in documentation or process found. The device was returned to the service center (japan) for an initial evaluation. The reported user complaint could not be replicated. The original equipment manufacturer's (OEM) investigation is currently pending the device return and will be conducted once device is received. Because the reported failure could not be replicated, a root cause could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1037007-2020-00023. The olympus service team received a mdcons100 for the reported issue of touch panel not working properly. As a part of the evaluation process, the console underwent a visual inspection. There were minor scratches and dings discovered on the housing. Furthermore, the unit underwent functional tests to assess the device status. The user request was confirmed, the touch screen was discovered to be intermittently functional. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be attributed to a damaged connection. Per functional checklist, the console undergoes a set of functional tests where specific settings have to be set on the console for the appropriate tests. This suggests that the touch screen function was working properly prior to being shipped to the customer. This implies that the damages incurred may have been as a result of transportation or use. Olympus will continue to monitor the field performance of this device.